Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hernia repair procedure and the absorbable straps were used. It was reported that the device had a failure in the surgery as the staples did not fix in the tissue. The surgery was delayed fifteen minutes. The procedure was successfully completed. There were no adverse patient consequences reported.